Event description:
It was reported that when the patient presented for follow up the right ventricular lead exhibted no capture and low impedance. The lead was explanted and abrasion under suture sleeve was confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were damaged and the proximal coil fractured at 20.2 cm from the connector pin due to clavicular crush which would account for the reported loss of capture.